Event description:
The lift allegedly locked up and the consumer fell from the sling. The consumer's mother was allegedly trying to hold the lift up to get her son back into bed and hurt her leg. The lift is currently still locked up. The dealer was called to service the lift because the hydraulic pump was "deflating." No serious injury is alleged.

Manufacturer narrative:
No serious injury alleged. Malfunction alleged. Allegedly, the lift locked up and the consumer fell from the sling. Allegedly, the consumer's mother was trying to hold the lift up to get her son back into bed and hurt her leg. The lift is currently still locked up. The dealer was called to service the lift because the hydraulic pump was "deflating." The consumer is a (B)(6).